Event description:
It was reported that the pin fell out of the pituitary and the tip fell apart during the procedure. The pin and the tip were retrieved. The procedure was completed without further complications.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.